Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Downstream occlusion (dso) sensor is defective, and battery compartment has corrosion by spring contacts. Functional testing performed. Pump failed the test due to cassette attachment error. The customer's problem was confirmed. The root cause was due to the defective dso sensor. Replaced the dso sensor, dso seal, battery compartment, and optic switch for preventive maintenance. Device passed accuracy delivery test after repairs and all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not detect the cassette. There was no customer damage reported. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.